Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator generated a high fraction of inspired oxygen (fio2) alarm. The ventilator was not connected to the patient at the time of the event. A non- covidien/ medtronic service provider inspected the device and found the oxygen sensor to be faulty and will need to be replaced. Covidien/medtronic was not authorized to evaluate/service the device.